Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via social media that the insulin pump alarmed motor error. The customer mentioned that she has had her insulin pump replaced multiple times in the past 2 years due to motor error alarms. She stated that the other devices had gone through the x-ray machine at the airport, but her current insulin pump had not been exposed to a magnetic field. She explained that she is able to rewind. Blood glucose value is unknown. The insulin pump was not replaced or returned for analysis.